Event description:
Daughter of the end user reported that the seat on her mother's 9630-4 commode cracked along the inseam causing the user to be pinched on the bottom. User is using tape to hold the seat together.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec (B)(4) and invacare has chosen to file this report utilizing the aquatec (B)(4) cfn/fei registration.